Event description:
It was reported the patient presented for implant procedure. Prior to the procedure, the leadless pacemaker (lp) had difficulty loading onto the delivery catheter. During surgery, the lp prematurely separated from the delivery catheter and migrated to the right atrium. The lp was retrieved and the implant attempt abandoned. There were no patient consequences.

Manufacturer narrative:
The reported event of spontaneous released was not confirmed. As received, the catheter was returned with the tethers in aligned position and the tether mode was in the short tether mode position. Visual and x-ray examination did not find any anomalies. Dimensional analysis of the bullets, distal wire, protrusion length, and bullets offsets were measured within the product specification. The associated device was able to load, dock, and release without difficulty.